Event description:
The pt was implanted with a left ventricular assist device. Approx 21 months post-implant, the pt underwent a pump exchange due to suspected flow obstruction.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.